Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of false upstream occlusion alarms was not reproduced, but was confirmed through review of the event history log. The current reading from the upstream sensor was below specification which can cause false upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump intermittently alarmed for upstream occlusion while infusing. Any patient involvement, injury or medical intervention is unknown.